Manufacturer narrative:
Logfile review of the treatment showed no technical abnormalities. The device was working as intended. Review of the treatment report showed opaque bubble layer (obl) on the left eye. The flap thickness selected by the surgeon was 110¿m which deviates from the 120¿m recommended flap thickness by the manufacturer. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported an incomplete cutting of a patient's corneal flap during a lasik procedure. The central part of the flap had not been cut. Therefore, it was impossible to fully lift the flap. The patient will be operated on again in 30 days.